Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. A pt had an unspecified taxus express2 drug eluting stent (des) stent placed in an unk vessel. Approx one month after the procedure, the pt began to experience a rash that was described as "eating her alive". The pt saw a dermatologist who diagnosed "spongiotic dermatitis". The pt discontinued use of all her medications with no improvement of the reaction and underwent various dermatological skin tests all of which were negative. As of approx two weeks from the date of this report, the pt began using claritin and tagamet once daily and with some improvement. It is the physician's opinion that this reaction is in relation to the taxus express2 des that was placed. No info was available in regards to the taxus express2 des and the initial procedure.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.